Event description:
Physician accessed the vessel in normal fashion with a needle, the advanced j wire, over j wire used 5 french sheath. He then placed a 5fr kmp catheter (cook), over a bentson wire (boston) below the filter for cavagram. Then inserted an .035 amplatz ss (boston) through kmp into iliac vein, then removing the kmp and 5 french sheath to then predilate the jugular vein with provided vessel dilator in (B)(4). After dilating, the physician inserted the retrieval sheath to above the filter and then removed the wire and dilator. He then advanced the snare provided and attempted retrieval with no success. He tried for 20 to 30 minutes. He then attempted a technique by removing the inner 9 french sheath and putting a touhy valve onto the 11 french sheath (merritt). Through the toughy valve he used a 5 french 100cm mpa2 catheter (cordis) to advance a bentson wire along the tilted side of the filter. After wire was advanced through, the physician followed with the catheter and exchanged the bentson for the amplatz ss (boston). Physician did not have success and the filter was left in place with the marker lodged in the cone. He removed the catheter over the wire and then inserted the cook snare beside the amplatz ss wire and attempted retrieval with no success. The physician at the point asked for a 18 to 30mm ensnare (merritt). He tried to advance the snare beside the wire in place like the cook snare and he mentioned that it was snug and eventually aborted and removed the snare catheter. The physician was advised not to force it. He replied it is going, but tight, and that is when the catheter was removed. He then advanced the catheter over the amplatz wire in place to below the clip bushing of the filter. He removed the wire from the ensnare catheter and tried to manipulate the catheter back above the filter but the marker didn't move. He removed the catheter and the marker had dislodged and was stuck in the cone of the filter. He wanted to continue to try and retrieve the filter and asked for another ensnare catheter. He didn't have success and the filter was left in place with the marker lodged in the cone.

Manufacturer narrative:
(B)(4). Catalog # - unknown as information was not provided by reporter; expiration date - unknown as lot # is unknown. The patient's condition is not known. MFR date unknown as lot # was not provided by reporter. Evaluation: since no product or images are returned, investigation is based on the description solely. According to email the filter was tilted. According to the description several different retrieval methods were used, but the retrieval attempts were unsuccessful. Several products were used for the retrieval attempts. The description says that (B)(4) is used for the retrieval attempt. However, according to the database system the product is obsoleted (B)(4). Therefore if (B)(4) has been used it must have been an expired (B)(4). Furthermore, (B)(4) does not have a marker, that can dislodge from the catheter. However, retrieval of filter can be difficult when the filter is tilted. Lot unknown why unable to investigate manufacturing records. Based on the description of the event, it is not possible to conclude an exact root cause to this event. Monitoring of similar reports will continue.